Event description:
Reporter stated a device was implanted to control his brain so he will not have the urge to urinate over and over again. Reporter said the device was implanted on the bottom of his back. He stated the device caused him to lose his neurological and lumber function, insomnia, neurological and emotional regression to a low point of his life, loss of weight, pain in the implant area. Reporter stated also he is confused how to stand straight and also experiencing disturbance of loss of balance. Reporter went on saying that his previous medical history of brain and spine damage makes him a bad candidate for this kind of implant. Reporter said he is thinking of having the implant removed.